Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) therapy exhausted after it delivered inappropriate atp and 5 shocks to treat an arrhythmia episode. The patient's rhythm self-converted back to normal. The device was reprogrammed to resolve the issue. The ICD remains in service. No adverse patient effects were reported.